Event description:
It was reported that the patient had inappropriate shocks due to oversensing. On the electrograms, the signal was railing. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The shock impedance was high and out-of-range. An x-ray confirmed the electrode was under-inserted. The doctor replaced the system with a transvenous system. The electrode was abandoned. There were no additional adverse patient effects.